Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the emergency room with severe chest pain and dizziness. X-ray revealed ventricular lead perforation. The lead was repositioned.